Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this newly implanted right ventricular (rv) lead had exhibited loss of capture and high threshold measurements. The physician suspected the rv lead had micro-dislodged from its original implant position. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.